Manufacturer narrative:
H11: based on the collected information the root cause of the reported event was a defective cpu board. Failure of electronic boards can be related to multiple and not deterministic factors such as exposure to heat, dust and moisture, accidental impact (drops and falls), and power overloads/surges but also to variability of micro subcomponents.

Event description:
See initial report.

Manufacturer narrative:
A.1.-a.5. There was no patient involvement. D.4 unique device identifier (UDI) number is not available for this product as it is a class ii medical device manufactured before september 24, 2016 which is the FDA compliance date to implement UDI code. G.5. The heater-cooler 16-02-80 is not distributed in the USA, and it is similar to heater-cooler 16-02-85, which is distributed in the USA (510(k) number: k220635). H11: livanova deutschland manufactures the 3t heater cooler. A livanova field service engineer was dispatched to the customer, opened and checked the device inside connections and re fix it and no resolution. After cross-checking the distribution board and testing a working one, the issue persisted. Then tested a working cpu board from a functional machine on this unit, and it started working. After installation of a new cpu board, the heater cooler is now functioning properly. The device has been put back into service. If any additional information pertinent to the reported event is received, it will be provided in a supplemental report.

Event description:
Livanova deutschland received a report that, during priming, a 3t heater cooler displayed alarm meaning pump 1 uses too much power (e06). There is no patient involvement.